Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: nurse gave the patient intravenous indwelling needle infusion therapy. When connecting the infusion connector, it was found that the connector was blocked and the liquid could not be discharged. The connector was replaced immediately without delaying the patient's treatment.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: nurse gave the patient intravenous indwelling needle infusion therapy. When connecting the infusion connector, it was found that the connector was blocked and the liquid could not be discharged. The connector was replaced immediately without delaying the patient's treatment.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation and details of the lot number were not provided. No further information was provided to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h.10.